Event description:
If the user enters an improper keyboard sequence into the radio-therapy planning system when switching from one treatment device to another, the resulting treatment plan could result in error. There have been no reports of improper therapy treatments due to this user error. Instructions for proper use are given in the user manual.